Event description:
The manufacturer received information alleging a ventilator was not delivering any volume. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly was not delivering volume. The ventilator was evaluated by the manufacturer and was found to operate and alarm as designed. The device passed all testing with no malfunctions or deficiencies observed.